Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records reviewed: patient received primary right total hip endoprosthesis on (B)(6) 2007 to address acute femoral head necrosis. On (B)(6) 2020, patient experienced a right hip snapping sound when getting up from a squatting/stooping position, resulting in acute, severe pain in the right hip. When walking, a noticeable squeaking and creaking sound was audible from her hip. There was no related trauma or fall event associated with this onset. Radiological diagnosis showed uncentering of the femoral head, indicative of inlay dislocation with metal-to-ceramic contact of the artificial hip joint. "Advanced wear is found with decentering of the head and likely complete wear of the plastic inlay. No classic signs of loosening at the cup or shaft were found". This required immediate re-operation with inlay/acetabular replacement. It is noted that this is a single examination. A series of comparative x-rays over time is required to definitively diagnose polyethylene bearing wear by radiographs alone. The revision procedure was conducted on (B)(6) 2020. Revising surgeon noted that the ceramic femoral head had made contact with the uncovered metal acetabular cup. The radiologist had suggested the possibility of polyethylene bearing wear, but the revising surgeon only noted that the liner was "dislocated and sitting only loosely in the acetabular cup" and was easily removed. There was no mention of any polyethylene bearing wear, just scoring of the cup from the ceramic head contacting it, secondary to the disassociated liner. The radiographic evidence for possible liner wear was not conclusive, only possible, given the current information. If new information becomes available, then this coding mat be updated. Lab results provided are not dated, but with respect to a slightly elevated crp, physician reported: "the blood count and crp results over time were normal. Given normal wound conditions, the continued elevation of crp values is deemed physiological in this postoperative patient."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : quantity manufactured (B)(4). Date of manufacture: september 2007. Any anomalies or deviations identified in DHR: none. Expiry date august 2012. IFU reference: IFU-000669129. Device history review: quantity manufactured (B)(4). Date of manufacture: september 2007. Any anomalies or deviations identified in DHR: none. Expiry date august 2012. IFU reference: IFU-000669129.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device found evidence to support disassociation of the liner from the cup while implanted. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : depuy has been unable to retrieve the DHR associated with this device. A nonconformance has been opened in the quality system. Nr- 0175000. Device history review : depuy has been unable to retrieve the DHR associated with this device. A nonconformance has been opened in the quality system. Nr- 0175000. Corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Implantation of a hip-tep right side because of hip-head necrosis on (B)(6) 2007. In (B)(6) 2020 a conspicuous sound was heard in the hip, no trauma, since (B)(6) 2020 strong pain. Revision on (B)(6) 2020 because of dislocation of inlay. Contact of ceramic hip head to cup.